Event description:
The pt was admitted into the hosp for unknown reasons. A blood glucose test was performed on the suspect device and the result was 581mg/dl. The pt was given 10 units of r insulin. A lab was also drawn. The lab value came back at 91mg/dl. The pt was later found to be non-diabetic.